Event description:
It was reported that a pump malfunction occurred (no disposable, clamp tubing). Pt attempted to troubleshoot but no success. Patient unsure if pump or cassette is causing the issue. Pump serial number, lot number for cassette: (B)(4). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Pump yes, cassette no. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes- pt was able to mix a new cassette and use backup pump. No patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Other, other text: e1, e3: populated data on the cover page (occupation/email) on (B)(6) 2022 in contact details.